Event description:
Device reached eos on (B)(6) 2024. Clinic advised to replace it immediately or give patient a life vest. Patient is receiving therapy for cancer but it could not be determined if treatment is radiation or not. Device remains implanted at this time. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.